Event description:
Balloon prepped, advanced, and inflated to the rated burst pressure (rbp) of 12 atmospheres (atm) without incidence. When removing balloon from sheath it was noted that as soon as the balloon exited the sheath's one way valve - the rest of the distal section of the catheter, distal to the balloon, was not on the guidewire. There was no harm to the patient.